Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit not powering-up was confirmed. The evaluation of the returned the mobile power unit serial number mpu-27543 revealed a nonfunctional power supply board due to an open main fuse. The power supply board was replaced. A full functional test was performed and the mpu passed all test steps. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the perfusionist tried to start up the device, but it did not start up. No patient was involved with the event. On (B)(6) 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.